Event description:
The patient had ipg replaced surgery which resolved the issue.

Manufacturer narrative:
Correction: section g4-the date received by manufacturer listed in the initial submission should have been (B)(6) 2020 (new date) rather than 09/25/2020 (old date).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/ method and conclusion codes along with investigation results will be provided in the final report..

Event description:
It was reported that the patient's ipg became inoperable after an unrelated surgery where the ipg was not put into surgery mode. As a result, the ipg was replaced on a later date.